Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024. It was reported that tape was not sticking and set was in use for 3 days. No further information available.